Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately nine months post implant of the ipg system. A cause of death was requested and not received. The physician office noted that the cause of death was not known, however noted that there was no information that the ipg system was related to the death.

Manufacturer narrative:
Product event summary # product ID# (B)(4). The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code.